Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11 - manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with anterior capsule opacities.